Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that over the previous three months there was oversensing of noise on the patient's right ventricular (rv) lead as evidenced by elevated counts of short v-v intervals and noise on the ventricular electrogram. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.